Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the operation room staff contacted the technical support engineer (tse) and reported the patient cart low battery message on system power up. The or staff followed system prompts to restart system. Low battery message persisted with battery charge leds flashing red/green. The tse asked staff to cycle system power, emergency power off (epo) and circuit breaker down on patient cart. Low battery message returned on system power up. It was informed that battery will likely take 4 or 5 hours to charge. The staff planned to leave system off and plugged in for an hour, then power on. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced system power manager (spm) assembly and battery to resolve the issue. The system was verified and ready to use. The spm assembly was returned for failure analysis, and the reported errors, and no battery backup failure were confirmed but not replicated. In logs, these errors were found indicating a battery related fault issue. Upon visual inspection, no issues were found that would be related to the reported event. The spm assembly was installed, programmed, and tested on the system 1, with no issue on startup and no errors or failures were triggered. To troubleshoot the root cause of this reported event, the spm assy charge feature was tested by draining the battery charge to 1 green led and to 38.8 volts, psc was left plug in to a power source to test the charge feature of the spm assy unit and in less than an hour the battery was full charge to 42.3 v with all 3 green solid led lighted. This spm charge feature passed the test within the 2-hour threshold.